Event description:
During an office visit with a vns pt, an interrogation of the pt's generator showed the device settings to be at 1.0 ma/20 hz/500 microsec/30 sec/60 min. It was explained to the doctor that the pt's settings were likely altered by an interrupted system diagnostic test. However, when the doctor's hand-held's programming history was reviewed for the pt, there was no system diagnostic test performed on his last office visit, which was approximately one year ago. Training was provided to the physician at the time of the report to always perform final interrogations to ensure proper device settings. A search of the manufacturer's programming history database shows last known settings of 1.0 ma/20 hz/500 microsec/30 sec/5 min as of 12/08/2006. No recent information was available for review.